Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26429. It was reported the patient was experiencing significant bleeding from the trial lead insertion sites. The leads were removed and the trial terminated. The trial will be reattempted in a few weeks once the patient 's insertion sites heal. Follow up information identified the patient is no longer experiencing bleeding from the insertion sites.